Manufacturer narrative:
The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history review confirmed the pump passed all the post sterile inspection checks. Regarding the major bleed/ hematoma, the cause of the injury was not determined since the product was not returned and insufficient clinical details were provided. H6 investigation: type, findings and conclusion codes and component code were updated accordingly based on the completed investigation.

Manufacturer narrative:
A.5 is unknown. The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ the impella cp device is one of two devices associated with the event. Refer to the related manufacturer report number as noted in section h.10 for the medical device report on the impella peel-away introducer.

Event description:
The complainant reported a patient with acute myocardial infarction/cardiogenic shock was implanted with an impella cp for mechanical circulatory support (mcs) and developed a hematoma and bleeding of the access site requiring intervention and introducer removal difficulty. The patient presented to the emergency department with symptomatic chest pain and became pulseless. One round of cardiopulmonary resuscitation was performed before return of spontaneous circulation. Electrocardiogram revealed st-segment elevation myocardial infarction. The decision was made to place an impella before proceeding with coronary intervention. Post intervention, the standard protocol for removal of peel-away and placement of repositioning sheath was applied. Repositioning sheath sutured x 2 and there was no oozing or hematoma at site. After weighing the options of protec versus venoarterial extracorporeal membrane oxygenation (va ECMO), a hematoma was now noted at the site. There was no oozing from the site present. Manual pressure was held for approximately 20 minutes, and improvement was noted. The decision was made to cannula for va ECMO. Angle of entry supported with gauze. Sterile drape placed over patient for cannulation and repositioning sheath unable to be visualized. Hemoglobin/hematocrit had a drop and when cannula was visualized it was no longer supported by angle matching. A hematoma was noted, and manual pressure was held under sterile drape. After visualizing the bleed and sheath under fluoroscopy it was presumed that once anticoagulation for va cannulation was started and cannula was presumed to have been unknowingly manipulated under sterile drape. The site began oozing at the lumen, and the hematoma worsened the extraction of sheath from the artery. The decision was made to control bleeding, assess the left ventricle distention, and reevaluate impella replacement once hemostasis was achieved. The impella was successfully removed and fluoroscopy confirmed sheath placement in the artery. The physician decided not to place another pump at said time. The patient was noted to have survived the event.